Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported a rash on her back under the therapy electrodes. The patient reported that her doctor recommended the use of cornstarch and unscented soap when washing. Multiple attempts to follow up with the patient on the condition of the rash were unsuccessful. The final medical outcome of the rash is unknown. There was no alleged device malfunction.